Event description:
During an av node ablation procedure, the cool point pump flow was set to 17ml/min, and it was found that it induced noise in the ECG. Due to this noise, reconnection of the av node occurred due to the poor quality of the signals during ablation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.